Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, did not experience recurring malfunction, and was advised to continue using pump and to call back if problem happened again.